Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with a documented blood glucose low of 53 mg/dl that occurred during automated correction of a prior high glucose and improved to 93 mg/dl after oral carbohydrate intake. Symptoms included low blood glucose. Outcomes included user self-treatment with oral glucose and completion of troubleshooting and education, including guidance on small carb amounts for lows, consistent meal announcements, and device-app syncing. Investigation included a review of device time settings, confirmation that weight settings were unchanged, assessment of exercise-related lows, and user education regarding the adaptation period and coordination with clinical support for meal announcements and settings. Investigation of this case revealed that the event occurred during early adaptation and that the device was functioning with correct time settings, with no alerts or alarms reported. It was concluded that hypoglycemia occurred with cause unclear and that user education was provided regarding low treatment and meal announcement practices.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.